Event description:
It was reported that during a ptca/stent procedure, a stent was successfully deployed in the circumflex artery. No visible thrombus was observed. The pt rec'd anticoagulation therapy. Five days later, the pt had an acute myocardial infarction (ami), and was taken to the cath lab. The stent appeared totally occluded with thrombus. The area was redilated with a dilatation catheter. The next day, the pt was reexamined, and the stent appeared clear of any visible thrombus. No other info was reported.